Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Part number: 314.743, synthes lot number: 7757325: release to warehouse date: april 03, 2015. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the shaft of a reamer irrigator aspirator (ria) was found broken off in sterile processing. The tip is not available for return. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: one (1) drive shaft for use with reamer/irrigator/aspirator (ria) (part 314.743 / lot 7757325) was received with the complaint category of ¿broken: tip broken procedural step unknown.¿ the tip was not returned. The complaint condition is confirmed as the drive shaft was received with the distal tip broken off. The break is roughly oblique and located within approximately 6.7mm and 10.7mm distal to the distal edge of the drive shaft helix. The helix is intact, but shows scraping along the raised edge. The proximal connecting post shows scraping on the distal flats. The balance of the device shows surface wear, but is in functional condition. The complaint condition is the result of an overload of forces to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. The ria technique guide addresses recommended use and information on care and maintenance is provided per the processing synthes reusable medical devices. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. A device history record review was performed for the returned drive shaft. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Further evaluation shows that, during use, the drive shaft is attached to the corresponding length ria tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. A review of the current design drawing/manufactured revision for the top level assembly and the drive shaft component was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.